Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm epic max valve was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient developed a pericardial effusion and a pleural effusion. The decision was made to perform a pericardial drainage and pleural puncture. The patient was in stable condition at the time of report.

Manufacturer narrative:
An event for pericardial effusion and a pleural effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion and pleural effusion is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The reported unexpected medical interventions was a resulted of case-specific circumstances, as medication was given.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had been administered 45,000 ie of heparin and had an activated clotting time level of 728 seconds at the end of procedure. There was no difficulty implanting the 25mm epic max valve. The patient did not have a pericardial effusion prior to procedure. The pericardial effusion was circular, 12mm lateral to the right ventricle/atrium, and 14mm lateral to the left ventricle. The largest dimension of the pericardial effusion was 17mm. There was no cardiac tamponade present. The patient was taking acetylsalicylic acid and certoparin at the time the pericardial effusion was discovered. The cause of the patient's pericardial effusion and pleural effusion is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged to rehabilitation at the time of report.